Event description:
Patient called stating that she stopped using vgo because it was not going well with her body and that she was also hospitalized. Patient did not provide information as to what led the patient to the hospital and why she stopped using vgo.